Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences and insulin pump did not suspend when blood glucose went low. Customer's sensor glucose was 126 and blood glucose was 26 mg/dl. Customer was very upset and requested for issue to be fixed.